Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully, and was assisted in loading a new cartridge using the proper technique. The issue was resolved, and the caller was able to resume insulin therapy.